Event description:
Ventilator stopped cycling while in pt use. Pt was disconnected and reconnected to another ventilator. Problem suspected to be due to the electronic control board based on presenting symptom. Ventilator was approaching 10,000 hour overhaul. Ventilator sent to mfg. For overhaul.